Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated that they think their ins quit working about 1.5 weeks ago. Patient stated that their lower back hurts and it used to be if they lay down and cross their legs they could feel the stimulator shoot little shocks down their legs and it doesn't do that anymore. Patient mentioned that they last charged their communicator probably about a year ago and when they plugged it in today to check on the status of the ins, it charged for about 5 seconds and then turned itself off. Agent asked the patient if they had kept the communicator charged and the patient said they just brought it out to charge it when they needed it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to check the status of the ins.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.